Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical team had some difficulty delivering the impella pump and failed on the first attempt. After another attempt they were able to successfully implant the device, however, significant bleeding noted from open chest and chest tubes requiring multiple blood products. Chest was closed and impella secured using three point fixation. There was no clear source of the bleeding. The causal relationship to the use of impella could not be denied.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number. D6a and d6b revised from the initial manufacturer device report in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number. H6 medical device problem code 1157 was inadvertently omitted on the initial manufacturer device report number. H6 component code revised from the initial submission in accordance with updated procedures.